Event description:
During a clinic follow-up, high defibrillation impedance due to patients fall being the suspected cause was noted on the right ventricle (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable.